Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter wouldn't retract. The following information was provided by the initial reporter: "after placing a catheter into a patient, an hcp pressed the button but the needle was not retracted."

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used non retracted unit without the catheter adapter assembly and three photos. Visual inspection confirmed that the button had been pressed but the needle had not retracted, confirming the reported issue. Through microscopic examination, the unit revealed that the hub was deformed. When retraction was attempted, the spring was likely stuck in the deformed hub, thus preventing the needle from retracting. This was evidence to confirm and support a process related issue. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte autoguard winged shielded IV catheter wouldn't retract. The following information was provided by the initial reporter: "after placing a catheter into a patient, an hcp pressed the button but the needle was not retracted."